Manufacturer narrative:
The device was manufactured from september 21, 2021 - september 22, 2021. The actual device was received for evaluation. The sample contained fluid in the bladder and the blue winged cap was observed to be securely tightened. A visual inspection was performed using the naked eye which showed no evidence of a leak between the blue winged cap and distal luer. Functional testing was performed by filling the device with green colored water. During fill, no evidence of leak was observed. After fill, the sample was monitored until the next day and no sign of a leak was observed anywhere on the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had leakage between the blue winged cap and the distal luer. This issue was discovered during storage at the hospital. There was no patient involvement. No additional information is available.